Event description:
Caller reported that cartridge was stuck in pump due to a glue-like substance, preventing its removal. There was no adverse impact to the customer's blood glucose level. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.